Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient was sent to the emergency room with confusion, shortness of breath, nausea, and vomiting. The patient's rhythm was chronic heart block with episodes of asystole, torsades, and junctional escape. The device could not be interrogated and there was no output and no magnet response. The device was explanted and replaced. No further patient complications have been reported as a result of this event.